Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -4.50/0.5/117 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as unknown. H6 impact code reported as 2199, new information report as 4629. Reported as (B)(6) 2021, correction to (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -4.50/0.5/117 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Excessive vault was observed. Lens remains implanted. Reportedly, lens replacement is planned. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.